Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra2 meter was giving the apply sample message. The patient reported that the alleged issue first occurred one day earlier at 10:30 am. She took her usual dose of diabetes medication (regimen not provided) and felt sweaty and confused sometime later. At the time of troubleshooting, it was verified that this was not a new product. It was discovered that the patient's technique for sample application was incorrect (use error). The issue was resolved when the patient was walked through a retest and correct technique. This complaint is being reported because the patient alleged she felt sweaty after the alleged issue began. Replacement products were sent to the lay user/patient.